Event description:
It was reported that four months after the port was implanted, the catheter separated from the port. The port was removed by the physician and not replaced. There were no associated pt complications.